Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jun-2018 with the following findings: during investigation, the black box showed multiple unexplained pump reboots. The battery compartment was found to be cracked. The returned battery cap was undamaged and able to fit. There was evidence of moisture corrosion observed in the battery canister and a leak test failed due to a battery compartment leak. The battery cap was fastened and then unscrewed ½ turn leading to a reboot, reported ¿power¿ complaint is duplicated. The battery cap was fastened again ¿ez-prime¿ steps were performed correctly, no further power interruption occurred during the investigation. Pump¿s cover was removed, no further moisture ingress or any intermittent condition was found to the printed circuit board.